Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 212 mg/dl. The customer stated that multiple boluses via the pump were delivered to address bg level and the customer reported that the bg level was not lowering. During troubleshooting with tandem's technical support, the customer confirmed an air bubble near the luer lock. The customer attempted to prime the tubing to remove the air bubble; however, the customer tapped on "new" cartridge. Reportedly, the customer reverted to an alternate pump as the customer did not have additional insulin to load a new cartridge.